Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the insulin pump had quit working. The customer stated that there is a black circle on the screen. The customer stated that the battery indicator is empty. The customer was advised that the battery needed to be changed. The customer stated that the screen went back to normal after a battery change. The customer stated that he will call back.